Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue was found to have been caused by a worn scope socket, creating a loose connection with scopes and camera heads. The device was repaired. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely deterioration by long-term use or the latching mechanism of the video connector has failed. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s report was confirmed. The device had a newer version power switch. The scope connections were found worn at the socket causing loose connection with the scope and the camera head. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an intermittent image on a video system center. The issue occurred during a therapeutic procedure. There was no patient injury/harm due to the reported event. There was no delay and procedure was completed with the same device. No additional information has been obtained.